Manufacturer narrative:
Sample not available for investigation. Per device history report (DHR) investigation has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to our specifications. No ncrms were issued for the lot number in question. Complaint cannot be confirmed and no corrective action can be implemented due to the lack of defective sample.

Event description:
The following was reported as a follows: a doctor was using the capio device along with capio suture to perform a pelvic floor repair of a prolapsed uterus. After dissection he inserted the capio with the suture attached (access was difficult). The doctor pushed the capio trigger button but suture did not capture in tissue on removal of capio and suture it was noted that the tapercut needle was missing from suture; presumed lost inside the pt. The procedure continued using another suture with no further incidents. No pt injury reported.